Event description:
Information was received from a consumer via a company representative regarding a patient receiving and unknown medication via an implanted pump. The patient¿s wife reported that the patient had an infected pump and was in the hospital. Per the patient¿s wife, he was going into surgery because his pump was bleeding a lot and pus was coming out from it. There were no external factors contributing to the event, that the patient¿s wife was aware of, and no diagnostics or troubleshooting had been performed. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.